Event description:
It was reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 291 mg/dl that was higher than expected. At an unspecified time later, the patient obtained a blood glucose reading of 51 mg/dl and he experienced the symptoms of shaking and sweating. The patient administered self-treatment by consuming glucose tablets and food, and felt better afterwards. He did not seek any medical attention or treatment. Troubleshooting revealed the patient had recently changed his work schedule and activity, and that he misunderstood the pump's iob calculations for bolus doses. It was not possible to fully troubleshoot the pump, as the patient refused. The patient's technique may have been incorrect in using the iob calculations. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.